Manufacturer narrative:
The device was returned. The evaluation is anticipated but has not yet begun. A supplemental report will be submitted upon completion. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a 27 mm mitral valve was explanted after an implant duration of 10 months due to unknown reasons. No other information was provided.

Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. The device was not able to be evaluated due to endocarditis. In this case, minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The, the root cause for the endocarditis remains indeterminable. A manufacturing defect was not identified. It is likely that patient related factors contributed to the event. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received additional information through follow up with the healthcare provider that the 27mm mitral valve was explanted after an implant duration of 10 months due to endocarditis. No other information was provided.